Event description:
It was reported that a technologist was performing a table top x-ray on a female patient. The patient was sitting in a chair with her knees under the table of the luminos agile system. The technologist activated downward movement of the table and the table was lowered onto patient's knees. The technologist stated she was unable to raise the table back up. After the patient was released, both of the patient's knees were checked and x-rays of the left knee were taken. The patient complained of soreness and was examined by a physician at the facility. The patient received no injury, required no medical treatment and walked out of the facility without limping.

Manufacturer narrative:
The operator manual for luminos agile system contains caution that an operator "must sure that the knees of seated staff members or patients are not located in an area under a stand or the patient table." Siemens local service engineer checked the unit and found it working within specifications. The reported issue is under investigation.